Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an amia automated peritoneal dialysis set with cassette was damaged. This was noticed before use. The caregiver reported that the cassette had ¿patient lined ripped with a tear¿. There was patient involvement but no patient injury or medical intervention associated with this event. No additional information was available.